Manufacturer narrative:
(B)(4). The device has been requested for return for evaluation. If the device is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. On an unreported date in the same month as the patient's death, the patient was hospitalized for a transplant (unspecified). The patient was never discharged from the hospital. The cause of death was not reported. An autopsy was not performed. The death certificate is not available. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the device logs, device history record, and a service history record were performed and revealed no issues that could have caused or contributed to the reported issue. During the evaluation of the device, no failure or malfunction were identified that could have caused or contributed to the reported issue. The device passed both the returned instrument test/evaluation (rite) electrical test and the rite functional test and was determined to meet performance specification.